Event description:
A dreamstation auto CPAP device was returned to a third-party service center for service as part of the sound abatement foam recall process. No initial complaint or adverse event was reported. During device evaluation, the service technician observed visible foam particles within the blower assembly and evidence of blower foam degradation. In addition, dust filter contamination was noted; however, this observation was considered unrelated to the reportable malfunction. Following completion of the evaluation, the device was scrapped by the service center and was not returned to service. Based on the investigation findings of visible foam particles and foam degradation within the device, this event is considered reportable under FDA 21 cfr part 803 as a product malfunction. No patient injury or adverse health consequences were reported in association with this event.